Event description:
It was reported that during the procedure, this right atrial (ra) lead was exhibiting high capture threshold values. The physician retracted the lead and repositioned it; however, the helix mechanism failed to extend. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right atrial (ra) lead was exhibiting high capture threshold values. The physician retracted the lead and repositioned it; however, the helix mechanism failed to extend. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our of quality systems process.